Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a loss of therapy. The patient stated that they ¿wonder how effective the device can be if they get these pre-existing infections all the time.¿ the patient stated they were not even sure that the device was working, and at first it seemed to help but then a year or so ago it stopped helping with their bladder. The patient stated it stopped helping in ¿2017 or maybe it was 2016.¿ the patient was advised to contact their healthcare provider. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.